Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the jaws misaligned. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and 15 clips were ejected. It is know from the history of the instrument that the misaligned jaw condition may lead to scissored clips, however the clips were ejected. The reported event could not be confirmed as the device ejected the clips. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were falling out of the jaws or crossing. The falling clips were retrieved from the patient. A new device was used to complete the procedure. There was no patient impact.